Event description:
It was reported that the patient experienced difficulties accessing the artificial urinary sphincter (aus) pump due to the tubing was riding too high; a new surgery was needed to make a quick connection and free up the tubing. There were no patient complications.